Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported in a journal article that a patient underwent palliative bypass surgery on unknown date between 02/2013 and 02/2015 and suture was used. The palliative surgery was mainly biliary drainage, pancreaticojejunostomy and biliary-enteric anastomosis. The suture was used to close the biliary- enteric anastomosis. There was no drainage tube in common bile duct. The patient possibly experienced postoperative bleeding, biliary fistula, abdominal infection and / or gastric emptying disorder. In addition, the patient possibly experienced wound infection, pneumonia and/ or heart disease. It was possible that conservative treatment failed or severe bleeding occurred in short term and lead to shock, a second procedure was indicated to stop bleeding and not delay treatment. Additional information will be requested.

Manufacturer narrative:
Product complaint # ==> pc-000066196 additional information was requested and the following was obtained: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon suture caused and/or contributed to the adverse events described in the article, specifically the scar? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Is the product code and lot number available for any of the ethicon devices used? No further information.